Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. A representative of (B)(6) (france) reported on (B)(6) 2023 that there was an incident with a cook bakri postpartum balloon with rapid instillation components (rpn: j-sosr-100500; lot number 15122402). Post cesarean section, a patient required a balloon for treatment of a postpartum hemorrhage. Upon removal of the device, it was noted that the balloon was empty and there was a hole in the balloon material. It is unknown how long the device was in place. No adverse effects were reported. Due diligence was carried out to find out more information about the event, but no response was received. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient controls are in place to assure functionality and device integrity prior to shipping. Cook also reviewed the device history record (DHR). The DHR for lot 15122402 and all related subassembly lots recorded no nonconformances relevant to the reported failure mode. Additionally, a database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The balloon was supplied with IFU t_j-sosr_rev4 which includes the following: warnings: this device is intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. The bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery. The device should not be left indwelling for more than 24 hours. The balloon should be inflated with a sterile liquid such as sterile water, sterile saline, or lactated ringers solution. The balloon should never be inflated with air, carbon dioxide or any other gas. The maximum inflation is 500 ml do not overinflate the balloon. Over-inflation of the balloon may result in the balloon being displaced into the vagina. Balloon inflation with syringe warning: always inflate the balloon with sterile liquid. Never inflate with air, carbon dioxide or any other gas. Warning: the maximum inflation is 500 ml. Do not overinflate the balloon. Over-inflation of the balloon may result in the balloon being displaced into the vagina. Note: to ensure that the balloon is filled to the desired volume, it is recommended that the predetermined volume of fluid be placed in a separate container, rather than relying on a syringe count to verify the amount of fluid that has been instilled into the balloon. The evidence from the complaint file, device history record, complaint history, and quality control documents indicate that the complaint device was manufactured to specification and that there is no evidence that nonconforming product exists in house or in field. Based on the limited information provided, no returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient was being treated for postpartum hemorrhage following a scheduled cesarean section delivery and a 'cook bakri postpartum balloon with rapid instillation components' was placed. Upon removal of the device, it was noted that the balloon was empty and there was a hole in the balloon material. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is not available at this time.

Manufacturer narrative:
E1: customer name and address = phone: (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.